Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 120031ar: (B)(4) items manufactured and released on 02 april 2014. Expiration date: 2017-04-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on 17 august 2018 that a patient came in complaining of pain. The surgeon believes the poly is loose. The surgeon plans to revise on (B)(6) 2018. More information to follow the case. Update 21 august 2018: on (B)(6) 2018, during surgery, the surgeon determined that the poly fixation screw broke. The surgeon left everything as is, the screw was not retrieved.